Event description:
It was reported that pump experienced temperature alarm that indicated pump was overheated during the previous night, without exposure to extreme temperatures or charging at the time. There was no adverse impact to the customer's blood glucose level. Customer was able to clear alarm, resume insulin delivery, and was advised to monitor pump and call back if issue recurred.